Event description:
It was reported that the compressor alarmed for low pressure. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the compressor alarmed for low pressure. Our field service engineer investigated the compressor on site. The motor capacitor was replaced due to the motor fan intermittently was turning on. After replacement, the device passed all performance and safety tests according to factory specification and was cleared for clinical use. If the compressor cannot deliver enough air pressure, the connected ventilator will alarm for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. No parts were returned for investigation, therefore the root cause for the reported problem could not be established.